Manufacturer narrative:
(B)(4). The analysis found that the device was received in good visual condition and with an ecr60g cartridge loaded in the device; the reload was returned unfired. In addition, an ecr60g cartridge was received fully fired and with the cartridge pan bent and detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, after the third successful firing of the device with a green reload, the device was unloaded & the next ecr60g reload would not load due to the metal cartridge from the previous reload sticking in the cartridge jaw of the stapler. The bottom metal sled of the reload had separated from the plastic part of the reload and was lodged in the jaws of the stapler. A second ple60a & ecr60g were pulled to complete the case without incident. There were no patient consequences.